Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the alarm log identified the occurrence of the increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 19:16:15. No additional information is available.